Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulty. The physician made the pocket more superficial for optimal charging. The patient is reportedly doing well.